Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the cable was damaged on the left ventricular lead when the guidewire was introduced into the lead, the wire got stuck and when removing the wire, the lead broke. The lead was not used. There were no patient consequences.

Manufacturer narrative:
A partial lead with stuck guidewire was returned in one piece measuring 87.3 cm. The reported events of lead damage and guidewire stuck in the lead were confirmed. A blue foreign material consistent with a stripped ptfe coating from a stylet was found bunched up between the guidewire and the inner coil at the connector region. The cause of the reported events is isolated to the bunching of the stylet ptfe coating between the guidewire and the inner coil at the connector region. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.